Manufacturer narrative:
Additional information: section a2 - date of birth: (B)(6) 1947. Section b5 - describe event or problem: visual acuity without correction on (B)(6) 2023: od 0.7 / os 0.5. Glasses do not improve the result and the patient is not able to accept the refraction. The cornea was not checked and the patients ID is (B)(6). No further details were received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: exact date is unknown. The best estimate date is between the implantation on (B)(6) 2022 and the post-operative check-up on (B)(6) 2023. Explant date: n/a, lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that this patient was implanted with the following intraocular lenses (iol): diu225 20.0d - right eye (od) on the (B)(6) 2022 - at 17 degrees. Diu 300 19.5d - left eye (os) on the (B)(6) 2022 - at 168 degrees. The locations of both lenses were correct right after the operation and visual acuity readings were good. During post-operative check without correction (sc) on (B)(6) 2023 the visual acuity readings deteriorated: 0.5 od and 0.4 os. Patient complains of visual impairment. The lenses also rotated from their intended position, od now 177 degrees and os 17 degrees and the astigmatism changed. Through follow-up we learned that the last refraction was taken on the (B)(6) 2023: od +1.0/-1.25/135° 0.8. Os +1.75/-2.75/70° 1.0pp. Add +2.75. This report is for the patient's left eye. A separate report is being submitted for the right eye.